Event description:
Rn reports a leak with the transfer set tubing. No pt injury reported. Prophylactic antibiotics administered, with no peritonitis.

Manufacturer narrative:
Received 1 used transfer set in reference to leak. Visual examination reveals a cut perpendicular along axis of the urethane tubing. Excess povidone iodine was noted inside of the tubing where the cut was located. Sample was pressure tested under water at 8 psi using a titanium adapter and confirmed leak.